Event description:
A synthetic suture (vicryl) caused a severe allergic reaction to my left knee, which I am suffering the aftermath from the product used during surgery. I visited a wound specialist, urgent care, dermatologist, and my primary care dr in search of acquisition (I. E., alleviate pain, constant itching, pus drainage). On (B)(6) 2018, I was scheduled to have surgery with dr (B)(6) and physician assistant, (B)(6) from an accidental occurrence on my left knee, due to a meniscus tear. After having my surgical procedure, I started experiencing blood leakage, oozing of pus, severe itching, and throbbing pin head sensation around the surgical area. I addressed my concerns with pa, (B)(6), who did nothing to address my concerns. Further address my post surgical healing process, which was not going well. When I spoke to him in the examining room about the reaction, I was experiencing on my left knee from the post care; he optically seemed puzzled and suggested that I use an over the counter (B)(6) cream to alleviate the severe itching. After reading a medical records from surgery, I found out a suture that was used called, (B)(6) is nylon, synthetic material was used on me during knee surgery. My severe allergies indicate that particular suture should not have been used on my left knee, during surgery. The doctor was aware of my severe allergic reaction to latex, adhesive, etc.